Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severly calcified and severely tortuous right coronary artery. The physician attempted to implant a 2.5x16mm taxus express2 drug eluting stent, but could not cross the lesion. When the physician removed the device from the patient stent damage was noted. The procedure was completed with another taxus express2 drug eluting stent. No patient injures or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.